Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 20mmx1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation at 1013 kilopascals, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 20mmx1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation at 1013 kilopascals, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed the balloon was loosely folded, the tip is damaged and the exit notch is damaged. There is blood present in the inner lumen and in the balloon. Pressure testing revealed a pinhole size tear 19mm from the tip. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.